Manufacturer narrative:
The insulin pump alarmed motor error alarm during the occlusion test due to faulty force sensor resistor. The motor was tested outside the device and passed the motor test. The insulin pump was received with normal operating currents and passed the unexpected restart error test, self-test, displacement test, rewind, basic occlusion test, prime test and excessive no delivery test the insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, cracked belt clip slot and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received motor error alarms. Customer did not report a motor position encoder error alarm. Customer's blood glucose was unknown. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did contain more than one motor error alarm. Customer also reported to have had a seizure due to low blood glucose. Customer was advised that insulin pump would need to be replaced.